Event description:
A us distributor contacted zoll to report that a patient passed away in the hospital on (B)(6) 2021. Review of the patient's download data indicates the patient received one inappropriate shock in response to oversensing of low amplitude cardiac signal and CPR/motion artifact on the date of passing. The device was started up at 07:40:35 on (B)(6) 2021. The patient was in sinus rhythm at 80 bpm at 11:46:45. The patient's rhythm transitioned to vt at 130 bpm at 03:14:45 on (B)(6) 2021. The patient's rhythm then transitioned to sinus rhythm at 80 bpm with nsvt. The lifevest detected the vt arrhythmia, but the self-conversion to sinus rhythm and the rate of the vt arrhythmia being below the physician-prescribed rate threshold of 150 bpm prevented the lifevest from delivering a treatment. The device was shutdown at 05:10:17 and started up again at 05:11:12 on (B)(6) 2021. The patient was in sinus rhythm at 75 bpm at 06:22:26. The patient's rhythm then degraded to vt at 140 bpm. The rhythm then self-converted to sinus rhythm at 75 bpm with nsvt before transitioning to sinus rhythm at 75 bpm. The patient 's rhythm once again degraded to vt at 140 bpm before self-converting to sinus rhythm at 75 bpm with nsvt by 08:15:59. The lifevest detected the vt arrhythmia, but the self-conversion to sinus rhythm and the rate of the vt arrhythmia being below the physician-prescribed rate threshold of 150 bpm prevented the lifevest from delivering a treatment. The patient was in sinus rhythm at 70 bpm with nsvt at 17:12:09. The patient's rhythm degraded to vt at 130 bpm at 03:23:36 on (B)(6) 2021. The patient's rhythm degraded to asystole, a non-treatable rhythm, at 03:23:42. The lifevest detected the vt arrhythmia, but the degradation to asystole and the rate of the vt arrhythmia being below the physician-prescribed rate threshold of 150 bpm prevented the lifevest from delivering a treatment. The patient's rhythm then returned to sinus bradycardia at 30 bpm with pvc's and nsvt before transitioning to an idioventricular rhythm at 25 bpm with pvc's and nsvt at approximately 03:23:49. The patient was in sinus bradycardia at 15 bpm with motion artifact and nsvt at 03:24:35. The patient's rhythm then degraded to asystole with CPR/motion artifact at 03:37:37. The patient received the inappropriate shock at 03:38:48. The patient's rhythm at the time of the shock was obscured by crp/motion artifact. The patient's post-shock rhythm was asystole with CPR/motion artifact. The patient was in asystole with CPR/motion artifact at the time of the device shutdown at 03:39:20 on (B)(6) 2021.

Manufacturer narrative:
The monitor and electrode belt have been returned and the evaluation is underway. The device flag data from the last download ((B)(6) 2021) does not indicate any device malfunction. The review of the data indicated that the device powered on normally and was able to acquire the patient's ECG signal on the last day of use captured in the data download. No deficiencies alleged. Device manufacture date: monitor 05/06/2020, belt 12/10/2015.